Event description:
The customer reported the system would intermittently fail to display a usable fluoroscopic live image. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5 volt power supply. The system operates as intended.